Manufacturer narrative:
H2/h4/h6: software analysis determined that this was a known software issue tracking in medtronic databases. Codes b01, c10 and d02 are applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, version: 4.1.0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: concomitant product ID mflcr-7 updated to bi71000219 h2, h3, h6: concomitant product bi71000568 was analyzed. No failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Concomitant product bi71000218 was analyzed. No failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Concomitant product bi71000334 was analyzed. No failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Concomitant product bi71000219 was analyzed. No failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: see b5 (additional new information added) section d information references the main component of the system. Other relevant device(s) are: product ID: 973bi71000334 , version# sn/lot # :(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional new information. It was reported there was bad it installation (bai) information from the case on the two parts marked. T he left tracker cable seemed to be the source of a flicker on the new left tracker installation; both tracker and cable are being return marked bai. The proved source of flicker was probably from cover pressure on the left cable amplifier pcb inside the cable.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi710003344, serial/lot #: (B)(6) ubd: , UDI#: , product ID: bi71000363, serial/lot #: 11436164, ubd: , UDI#:, product ID: bi71000218, serial/lot #: (B)(6), ubd: , UDI#: h3: a hardware analysis was initiated to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified. There was no fault found with the returned product. Codes b01 ,c19,d14 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After receiving parts and additional troubleshooting, the rep discovered that he needed the left and right tracker to gpio cables as well. The rep will not be using the right side tracker, as the rep determined that it was in working order. With removing this from the quote and adding the two cables, the total cost is less than the supplied po. Technical services (ts) will ship the parts without quoting and having the customer update the po for this reason. Testing revealed that both left and right tracker was replaced to get rid of a flickering tracker problem. Both trackers, cables, and gpio assemblies replaced. Both new trackers were recalibrated from scratch for accuracy after replacement. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi71000568, serial/lot #: (B)(4). Product ID: mflcr-7, serial/lot #: (B)(4), ubd: 31-dec-2039, UDI#: (B)(4). Product ID: bi71000218, serial/lot #: (B)(4), ubd: 31-dec-2039. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the surgeon was reporting inaccuracy issues with the system. No further details. Additional new information. It was reported there was a patient present and there was an inaccuracy of 1cm. Additional new information. It was reported this during a sacroiliac and thoracolumbar procedure. There was a 15 minute delay.